Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure after connecting the leads to the new device a fluoroscopy screening revealed ventricular lead was fractured. The lead was disconnected and tested with a pacemaker system analyzer, the lead exhibited intermittent sensing and high impedance. The lead was capped and replaced. The patient was in stable condition.